Manufacturer narrative:
The field complaint of ¿over-sensing¿ was not confirmed. As received, the device was at pacing off mode. The device was then programed to nominal settings for the remainder of the analysis. Functional analysis of device was performed, including output, sensitivity and impedance test, and no issues or anomalies were noted. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
Related manufacturer report number: 2017865-2021-29671. It was reported that noise resulting in pacing inhibition was observed on the right ventricular lead. A pacemaker header anomaly was also thought to contribute to the noise and pacing inhibition. The right ventricular lead and pacemaker were explanted and replaced. The patient was discharged.